Event description:
It was reported that an ilet insulin pump user experienced persistent hyperglycemia at 363 mg/dl while using meal announcements as corrections, and the pump was found wet with insulin leakage identified at the cartridge and connector; the device component implicated was the cartridge and associated connection, with troubleshooting and education. Investigation of this case revealed evidence of a leaking cartridge/connector and replacement of supplies as an immediate supply change. No symptoms associated with elevated blood glucose reported. Outcomes included user-performed supply change without medical intervention. It was concluded that leakage at the cartridge/connector likely contributed to hyperglycemia, and replacement supplies were dispatched with follow-up planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.